Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination, however, x-ray images were provided confirming the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product/lot information is not available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled ""spontaneous 180-degree rotatory dislocation of rotating platform total knee arthroplasty"" written by stephen sierra , chibuzo akalonu, kevin west, matthew blue, and george brindley. Published by hindawi published online/accepted by publisher 15 september 2019 was reviewed. The article's purpose is to review a specific case study regarding a complete 180-degree polyethylene dislocation without trauma. Data compiled relates to a (B)(6) y/o female (bmi: 51.19) with history of bilateral knee pain, diagnosed with osteoarthritis refractory to medical management, underwent a left total knee arthroplasty using a depuy synthes attune primary porous rotating platform cruciate-retaining tka system. All radiographs provided are directly related to this case study of the (B)(6) year old female. Depuy products: size 6 porous femoral component, size 5 cementless porocoat rotating-platform tibial base plate, 5 mm size 6 tibial polyethylene articular component, 35 mm all-polyethylene anatomic patellar implant. Adverse events: pain, decreased range of motion, instability, radiograph: anterior dislocation of the femoral implant on the tibial polyethylene component, surgical revision: tibial polyethylene articular component was found to have rotated 180 degrees, with the anterior aspect of the polyethylene facing the posterior aspect of the knee. It was noted during the revision that the posterior cruciate ligament had been avulsed off the posterior tibial plateau. Tibial insert was revised without complication.